Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited superior vena cava (svc) coil noise and daily impedance that was out of range. Reprogramming occurred, the svc coil was programmed off, and the rv lead remains in use. The patient will receive a new rv lead at their next generator change. No patient complications have been reported as a result of this event.